Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results from the cobas 8000 core unit. Two sample tubes with the same sample ID were tested and gave differing results. Tube 1 had a result of 1822 miu/ml and a repeat result of 1808 miu/ml tube 2 had a result of <1 miu/ml with a data flag. The result of 1822 miu/ml was believed to be correct.

Manufacturer narrative:
Medwatch field d4 expiration date was updated. The field service engineer confirmed the water pressure was within specification. He found the gear pump pressure was high and adjusted it to be within specifications. He cleaned all of the probes and performed adjustments. He checked that the rinse station water levels were within specification. The photomultiplier high voltage (pmt) was adjusted, and analyzer performance testing and blank cell testing passed. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.